Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg) and the former similar case, omsc surmised there was the possibility this phenomenon was attributed to the foreign material adhering to forceps elevator of the subject device when it might have dried and stuck as a result of insufficiently reprocessing around forceps elevator after procedure or not performing reprocess immediately after procedure in the user facility. [Notes] IFU (reprocessing manual) describes reprocessing method of forceps elevator in 3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet. Furthermore, IFU (reprocessing manual) describes as follows; 3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Therefore, omsc thought that the user was able to prevent occurrence of the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the foreign material was found behind the forceps elevator of the subject device during the incoming inspection for the repair at the service department of olympus europe (B)(4). The service department of (B)(4) suspected that it might had occurred an insufficient or incorrect reprocessed the subject device was used. There was no report of patient injury associated with this event.